Event description:
In 2000, the facility's nurse, o.r. Materials informed the MFR's sales representative of the following: "the device would not flush and as a result was explanted." No further details were provided.